Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant on toot site # 5 was removed due to infection.

Manufacturer narrative:
This report is being submitted to relay corrected information for the initial report, 0002023141-2023-00056. Additional information received by the customer confirms that this event no longer meets the requirements for a reportable event. No further medwatch reports will be submitted for this event. Corrected data: the event was changed from an infection complaint, which was reportable, to non-integration complaint, which is no longer reportable. Therefore, this is a no longer reportable event. The following sections are being reported: b4: date of this report was updated. B5: event description was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H10: narrative/data was updated.

Event description:
Upon follow up, the customer reported that the implant was not integrated and the implant site was infected. Therefore, this is no longer a reportable event.